Event description:
Additional information: a catheter access port (cap) contrast study was done on 2011-(B)(6) and concluded no abnormalities. Device was interrogated several times: on 2011-(B)(6) it showed an elective replacement indicator (eri) of 10 months, on 2011-(B)(6), it showed 8 months and on 2011-(B)(6) it showed 7 months. Patient no longer desired to continue with the pump therapy and wanted to taper off meds and explant the pump on 2011-(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Additional information reported that there was a 13% decrease in the pump medications on 2011-(B)(6). The new daily doses were: compounded dilaudid at 0.3301 mg/day, and compounded bupivacaine at 1.100 mg/day. There was, then, a 24% decrease in the pump medications on 2011-(B)(6). The new daily doses were: compounded dilaudid at 0.2503 mg/day, and compounded bupivacaine at 0.834 mg/day. There was, then, a 28% decrease in the pump medications on 2012-(B)(6) . The new daily doses were: compounded dilaudid 0.1441 mg/day, and compounded bupivacaine 0.480 mg/day. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The outcome was noted as resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An inverted pump within pump pocket was reported. The hcp was able to flip the pump for refill on (B)(6) 2011. There were no symptoms reported by the pt. No further action was taken. The pump infuses dilaudid 3.0 mg/ml and bupivacaine 10.0 mg/ml.